Event description:
It was reported that there were inaccurate blood pressure readings during patient monitoring with the hemosphere instrument. The display reading on the hemosphere was 170/20. The reading transmitted to the philips monitor was 146/36. The px1800 cable was exchanged for another one and then re-zeroed, but the readings were still the same, it did not resolve it. There is no patient injury. Patient demographics have been requested, but not provided. The product has been requested for return and evaluation, but has not yet arrived. Once it has arrived and the product evaluation results are available, the findings will be submitted in a supplemental report. The device history record review has been completed and all manufacturing inspections passed with no non-conformances.

Manufacturer narrative:
The product was requested for return but did not arrive for evaluation. Without the return of the product, it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.